Event description:
Pt had a very short aortic neck, and consideration was given to the idea that the endovascular graft might not be able to obtain exclusion of the aneurysm due to the pt's anatomy. Post angiogram detected a proximal type I endoleak. Another MFR's stent was deployed at the proximal portion of the main body graft in an effort to resolve the endoleak. Placement was successful. Distal type I endoleak was also noted. An iliac leg extension was placed at the distal landing site of the contralateral iliac leg graft. Final angiogram noted successful exclusion of the aneurysm, with no visible signs of either a proximal or distal endoleak. Please refer to 1820334-2004-00060 for additional info.